Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during an orthopedic procedure, the technician that was closing the wound was having difficulty with the device. There was crimping of the top part of the staple. The staple would not fixate to the skin. No patient consequences were reported. The device was discarded.